Event description:
It was reported that during a procedure of the mildly tortuous, diffused diseased, mid circumflex artery, the 3.5 x 18 mm xience prime stent delivery system (sds) was being inflated a second time when anatomical resistance was met during deployment and a dissection occurred. A 3.5 x 15 mm xience prime stent was used as treatment and the patient reportedly was stable and doing fine. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction - device was initially reported as not returning. Evaluation summary: the device was returned for evaluation. Difficult deployment could not be replicated in a testing environment as they were based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.